Event description:
Unomedical reference number (B)(4). Event occurred in italy it was reported that the patient faced an event of occlusion that led to insulin flow blockage and was alerted by the insulin flow blocked alarm which occurred during therapy. Patient was recommended to change the infusion set and reservoir. Patient's blood glucose level was reported to be 274 mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: milano (mi). Patient country: italy.